Event description:
Pt had cardiac transplant in 2003. They had undergone high risk mitral valve repair along with implantation of acorn cardiac support device 4 months earlier. They failed to wean from cardio-pulmonary bypass and required bi-ventricular assist devices. Pt was transferred over after suffering a stroke. At surgery, there were extremely dense pericardial adhesions obliterating the planes between heart, pericardium and surrounding tissue. It took 2 surgeries over 8 hours to perform the "dig-out" and implantation in the significant risk to both phrenic nerves. The mesh of the acorn csd had caused significant diastolic dysfunction, extremely dense adhesions and almost made transplant impossible. The pt rec'd over 20 units of blood, blood products to control post-operative bleeding. Photographs of explant are available.